Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. As a result of component analysis, the white foreign material turned out to be protein from humans, and the brown foreign material turned out to be mixture of silicic acid and organic silicone from chemicals and protein from humans. Silicic acid and organic silicone are not a substance originated from an endoscope, but from chemicals including an anti-foaming agent. It is possible that the foreign material had adhered due to insufficient precleaning and rinsing or due to insufficient drying, or that the protein entered the channel through the nozzle opening and adhered inside. There were no deviations from the cleaning disinfection and sterilization (cds) steps provided in the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. The instruction manual states the detection method associated with the event in "gif/cf/pcf-190 series, chapter 3 preparation and inspection", and preventative measures in "gif/cf/pcf-190 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)". Olympus will continue to monitor field performance for this device.